Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital's biomed tech reported that the silicone on the pt's percutaneous lead (lead) had separated at the metal connector and needed a clamshell repair kit installed. A MFR's technical services team member went to the hospital to evaluate the pt's lead and found that the red heart occurred when the pt was on tethered support (connected to a power module via a pt cable). A repair of the external portion (distal end) of the lead was subsequently performed by the MFR's technical services team member.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. A portion of the percutaneous lead that was removed was returned to the MFR for eval and is currently being analyzed. The user facility report (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.